Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.0, lab: 1.8. Date: (B)(6) 2011, inratio: 1.7, lab: 1.8. This result was from a second meter (inratio2) using different strips (lot unk). They have 3 other meters that are working normally. Each meter has its own set of strips. All tests and lab draw done within 10 mins. Pt's therapeutic range is 2.0-3.0. Nurse (B)(6) performed finger stick but she had limited info on the pt. She doesn't think the pt is on lovenox, heparin, antibiotics. No info on medications besides they are on coumadin.